Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom does not recognize closed door. Investigation of the history log identified multiple "door jammed" alarms. Evaluation found this to be caused by a loose upper link screw. The failed screws were replaced.

Event description:
It was reported that a spectrum pump does not recognize a closed door. It was also reported that there was no pt involvement.